Manufacturer narrative:
The service engineer (se) inspected the device and reviewed the ventilator diagnostic logs. The se was unable to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into "vent inop." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.